Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implanted: (B)(6) 2006, explanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead showed high thresholds, high impedance and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.